Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced loss of therapy as the ipg was unable to communicate with multiple external devices after a wound debridement surgery (reference MFR. Report# 1627487-2017- 02363). A sjm representative confirmed the issue. The patient is considering options at this time.

Event description:
Additional information received identified the ipg was explanted and replaced with another model to resolve the issue.